Event description:
It was reported that the patient had high right ventricular (rv) lead short interval counts. The patient also experienced syncope; the rv lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the physician suspects there are areas of weakness in the lead where a "fissure typically starts to appear." The physician is monitoring the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: c3tr01, bi-ventricular implantable pulse generator, 2011 (B)(6); 5594, 2008 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4)